Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon alleged being less accurate than normal. The surgeon stated the patient was successfully registered with tracer, however, alleged being inaccurate when navigating in the maxillary sinus. No specific measurement was provided. The surgeon opted to continue the procedure using navigation. It was noted that the patient had a skin disorder that possibly contributed to the suspected inaccuracy. In trouble-shooting, an IV pole, that was positioned close to the emitter, was moved after the surgeon alleged the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Hospital rules prohibited the medtronic representative from obtaining the patient archives for further analysis. (B)(4) 2015 - a medtronic representative, following-up at the site, reported completing a system check-out and there were no issues with accuracy. Reported issue could not be replicated. No further issues have been reported. No parts have been received by manufacturer for analysis.